Event description:
The account alleged that the head of the bed would not raise. No patient impact.

Manufacturer narrative:
The technician troubleshot the bed and found all functions work except for the head up due to a defective head up solenoid valve. The technician replaced the head up solenoid valve to resolve the issue.